Manufacturer narrative:
D4: lot #: (previously unknown). H4: the device was manufactured november 14 ¿ november 15, 2019. H10: the device was received for evaluation. The unit was returned containing 28 mls of fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed on the unit and the results were within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) infusor sv (small volume) stopped delivery during a patient infusion at the hospital. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.